Event description:
It was reported that clips delivered but applier hard to fire. Completed with the same like product. Procedure: unk. There was no pt consequence.

Manufacturer narrative:
(B)(4). Instrument a: empty. Instrument b: batch # d9dj81; damaged cartridge cover. Evaluation summary: the instrument a was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. The instrument b was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. Additionally, the cartridge covers were noted to be cracked. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted.